Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated mid lad with two xience v stents. In 2009, the patient experienced new onset angina and was admitted to the hospital. A functional ischemia study was positive. About 2 days later, a coronary angiography was performed, which revealed evidence of sub-occlusive edge restenosis of the middle lad proximal to the previous stent. The restenosis was treated with pci. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis, angina, and ischemia, as noted in the xience v instructions for use, are known adverse events associated with coronary stenting. Also, stenosis, angina, ischemia, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. In this case, it is possible that the angina and ischemia were secondary effects of the stenosis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.